Event description:
A cc4204ef model lens tore while it was being inserted. The lens was implanted and the surgeon enlarged the incision to remove the lens. Sutures were required to close the incisional wound. The patient is doing well.